Event description:
It was reported that the ventilator did not start and the screen remains black. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 28sep2018. Date of manufacturer: 27sep2018. Parts were returned to philips for evaluation. The motor controller board and blower were tested and no failures were identified.

Manufacturer narrative:
Date of report: 12/07/2018. Date received by MFR: 12/06/2018. The complaint was reviewed and indicated that the battery was also replaced.